Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. A motor position encoder error alarm was noted in alarm history file. The pump was unable to test for motion sensor test failure alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error after he ate and gave himself a bolus. The customer stated that there were motion sensor test failure alarms and motor position encoder errors from the pump. The customer stated that when he changed the battery and fill the cannula, it made three beeps and would not fill it. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that they were able to complete the rewind process. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.